Event description:
It was reported although the pt is receiving effective therapy, she is experiencing discomfort at ipg site. The pt will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.